Event description:
A patient reported blood glucose results of "68 mg/dl" with a lifescan meter and "40 mg/dl" on a laboratory device, performed between 11-20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The customer care walked the patient through two blood glucose tests and obtained result of "183 mg/dl and 168 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter, test strips, and control solution were replaced.